Event description:
It was reported that the customer passed away. The cause of death was hyproxia, an infection, pneumonia, and diabetic complications. The customer was not wearing the insulin pump at the time of death. The insulin pump was thrown away after the event, so it could not be returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.